Manufacturer narrative:
Device was used for treatment, not diagnosis. Largo, r., rudin, m., hotz, t., valderabano, v., kach, k. (2011) anatomic reconstruction of unstable lateral clavicular fractures. J trauma 71(5)1348-1351. This report is for one unknown titanium locking plate. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article: anatomic reconstruction of unstable lateral clavicular fractures. Largo, r., rudin, m., hotz, t., valderabano, v., kach, k. (2011) anatomic reconstruction of unstable lateral clavicular fractures. J trauma 71(5)1348-1351. This study observed 19 patients (3 women, 16 men, average age 43 years) with acute unstable lateral clavicle fractures from january 2000 to december 2006. A 2.4-mm titanium t-plate (synthes) was used to reduce the fracture. One patient showed breakage of the plate and delayed union 4 months after surgery. Clinically, the patient had a full range of motion and function and showed no discomfort. The radiologic follow-up 12-months after surgery showed callus formation around the fracture site. Thirteen months after initial surgery, the plate was removed and a tight pseudarthrosis was found. This report is 1 of 1 for complaint (B)(4). This report is for an unknown titanium t-plate.